Event description:
During atypical flutter pulse field ablation (pfa) ablation with a varipulse¿ bi-directional catheter, the patient was diagnosed with pericardial effusion via intracardiac echocardiography (ice) treated with pericardiocentesis. The patient was stable at the time of the call and was transferred to ICU for observation. Additionally, the patient required cardiac surgery for perforation on the base of the appendage. The information received indicated that the physician¿s opinion on the cause of this adverse event was transseptal procedure utilizing boston scientific products. The intervention provided surgery was required. The outcome of the adverse event was that the patient fully recovered (no residual effects), improved and worsened. The patient required extended hospitalization because of surgery which extended their hospital stay. A trupulse and carto 3 system were used for the procedure. The transseptal puncture was performed with boston scientific nrg transseptal needle 98cm c1 curve. Prior to noting the pericardial effusion, ablation was performed. No evidence of steam pop. The event occurred during ablation phase. The flow settings were 30ml/min during ablation and 4ml/min during mapping. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. The force visualization features used were graph, dashboard, vector and visitag. The color options prospectively used were fti (force time interval), average, force, time and other.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-jan-2026, the product investigation was completed. During atypical flutter pulse field ablation (pfa) ablation with a varipulse¿ bi-directional catheter, the patient was diagnosed with pericardial effusion via intracardiac echocardiography (ice) treated with pericardiocentesis. The patient was stable at the time of the call and was transferred to ICU for observation. Additionally, the patient required cardiac surgery for perforation on the base of the appendage. The information received indicated that the physician¿s opinion on the cause of this adverse event was transseptal procedure utilizing boston scientific products. The intervention provided surgery was required. The outcome of the adverse event was that the patient fully recovered (no residual effects), improved and worsened. The patient required extended hospitalization because of surgery which extended their hospital stay. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, irrigation, deflection, contraction, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device 31745446l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was transseptal procedure utilizing boston scientific products. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).